Event description:
It was reported that a patient underwent an unknown surgical procedure on (B) (6) 2009. During the procedure, there was needle breakage during tissue passage. The needle pieces were retrieved. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.